Event description:
A nurse reported to baxter that a titanium adaptor separated from the patient connector. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified. A sample evaluation was performed. One used set with no cap on dark blue connector and no cap on patient connector was received for evaluation in reference to connection issue, it was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed white cap on dark blue connector for pressure test at 8 psi with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted.